Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to dispense any medications from the station. An error message appeared stating, "enter password to proceed." A technical support specialist dialed into the station and confirmed that the station was working correctly. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, station asks password and can't dispense medication. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.